Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported non-specific EKG/ECG changes or hypotension. Based on available information, causes for the reported non-specific EKG/ECG changes and hypotension could not be conclusively determined. The reported patient effect of hypotension, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. A steerable guide catheter (sgc) and a mitraclip xtw were inserted without issues. However, while steering to the pulmonary vein, an electrocardiogram (ECG) revealed an st elevation and that the blood pressure had decreased from 120 mmhg to 80 mmhg. A coronary angiography was then performed, and catecholamine medication doses were increased. The angiography revealed no specific abnormality. After five minutes, the ECG normalized. After ten minutes, the blood pressure returned to normal, and the procedure was continued. The clip was deployed on the mitral valve, reducing mr to a grade of 1. It was noted reported that the patient was well and discharged from the hospital. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.